Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support and no issues were identified. Reportedly, customer uses infusion set and cartridge longer than labeled recommended and is performing air removal step more than once. Clinical support informed customer that using infusion set and cartridge longer than labeled and over performing air removal step is off label per the tandem user guide. Additionally, it was reported that patient line was bent at the connector. Customer successfully resumed insulin deliveries. Customer¿s blood glucose level was 150-159 mg/dl.